Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -2.75 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a lens of different diopter due to refractive surprise. The exchange resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned in a microcentrifuge vial with residue and debris on lens. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. (B)(4).